Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values until the cartridge ran out of insulin. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, this hyperglycemic event was caused by repeated infusion set failures. In addition, the user did not follow the ketone action plan and did not replace the cartridge when it ran out of insulin, which contributed to the severity of the event.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and a visit to the ER. The event occurred on 5/24/24. The user's dad reported that the user played baseball the previous night and kept their ilet on during the game. The user's dexcom g6 continuous glucose monitor (cgm) intermittently failed to read, prompting the ilet to request bg readings. At 11:30 pm, the user's bg levels were between 400-500 mg/dl, leading to a change in the infusion set and cartridge. Throughout the night, the user went through three cartridges and three infusion sets by the time they woke up at 5:30 am. The user woke up and experienced nausea and vomiting. The user was admitted to the ER at 9:00 am on (B)(6) 2024 and was released at 12:30 pm the same day. Immediate health effects experienced during this event included dka, vomiting, dizziness, and nausea. The user received 3 bags of fluid as treatment. The user used 20 units of novolog as backup therapy before going to the ER. No ketone testing was done before the ER visit. Later on, (B)(6) 2024 the user's dad contacted the cds and reported the user is back home and feeling much better. The dad and user believe that the issues were due to problems with the infusion set. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The dad reported the user has a lot of scar tissue and prefers using the convatec contact detach (23", 6mm) steel cannula infusion set.